Event description:
The pt experienced comminuted tibia and fibula fractures. On 8/25/1995, a titanium solid tibial nail was implanted into the pt. On 6/25/1997, it was noted by x-ray that the nail had fractured. Removal of the fractured nail is unknown.